Event description:
It was reported that the field rep called in for review of device data for a pt with an implantable cardioverter defibrillator (ICD) system after reported multiple shocks. Technical services (ts) reviewed the ventricular episode and found that the atrial channel exhibited noisy signals, undersensing leading to functional loss of capture, and brady pacing delivered when not required. Additionally, the patient was in a true ventricular tachycardia (vt) arrythmia where they received appropriate anti-tachycardia pacing (atp) and shock therapy. It was noted that the shocks did not covert the arrythmia, but the patient spontaneously converted into sinus tachycardia where they then received an inappropriate shock. Post shock delivery it was noted that there were noisy signals on the right atrial (ra) lead. Subsequently, the patient continued to receive inappropriate therapy for supraventricular tachycardia (svt) until therapy was exhausted and the stored vt event ended. Of additional findings there was a stored signal artifact monitor (sam) episode in which there was minute ventilation (mv) oversensing on the ra channel. Impedance measurements were normal. Ts provided programming and troubleshooting options. At this time, the device and ra lead remains in service. No additional adverse patient effects were reported.